Manufacturer narrative:
Additional info: a4, b5, b7, e1 (facility name, street, city, region, postal code), g1, g3, h6 (ime e2402: "sinus tract", updated patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional incarcerated hernia. It was reported that after implant, the patient experienced mesh migration, pain, hernia recurrence, infection, chronic abdominal wound with sinus tract, mrsa, adhesions, and balled up mesh. Post-implant treatments included medication, removal of mesh, exploratory laparotomy, and primary hernia repair.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional incarcerated hernia. It was reported that after implant, the patient experienced mesh migration, pain, hernia recurrence, infection, chronic abdominal wound with sinus tract, mrsa, adhesions, eschar, draining sinus, abdominal fluid, abdominal pain, fever, abscess, wound burning, abdomen fullness, abdomen pressure, abdomen throbbing, foul smelling drainage, and balled up mesh. Post-implant treatments included medication/injections, removal of mesh, exploratory laparotomy, CT scan, wound care, and primary hernia repair.

Manufacturer narrative:
Additional information: a4, b5, b6, b7, h6 (added patient and imf codes) ime 2402: sinus tract, eschar, abdomen fullness, abdomen pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: pco2015x parietex pcox 20x15cm x1,(lot#ppe0222x); reltack5r reliatack articulating reloada (lot#n5c0483ux); reltack4xdpt reliatack device 4 deeppurc(lot#n6d0779ux); reltack10r reliatack articulating reload(lot#n5f1006ux); abstack30x abs fixation device30 tacks( lot#n4l0500x); reltack5r reliatack articulating reloada(lot#n5f0917ux). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional incarcerated hernia. It was reported that after implant, the patient experienced pain, hernia recurrence, infection, chronic abdominal wound with sinus tract, mrsa, adhesions, and balled up mesh. Post-implant treatments included removal of mesh, exploratory laparotomy, mesh explantation, and primary hernia repair.